Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer did not report how the pump time became inaccurate. The customer's blood glucose level was not impacted. Tandem technical support guided the customer through adjusting the pump time.